Manufacturer narrative:
The account replaced the head hi/low down valve to repair the bed.

Event description:
Information received indicates the head hi/low function is drifting down very slowly only when the bed is empty.